Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 400-500 (mg/dl) range and trace ketones. An insulin pen was used to address bg levels. Reportedly, cartridge uses humalog and is changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. System check with tandem technical support revealed pump time was off by 5 minutes; however, pump had been off for two days. No other issues were observed. Recommendation was made to consult with health care provider to discuss diabetes management.